Event description:
"Ett [endo-tracheal tube] cuff blew up. Pilot balloon was not holding any air. The concern was identified prior to use on a patient. When I test it and put 10cc into the cuff, the cuff inflates and holds the air however the pilot (white piece) does not ¿plump up¿ to indicate that the cuff is ¿full¿. Typically, the cuff and the pilot both reflect the same amount of inflation, probably not the best way to explain it¿happy to discuss by phone if it doesn¿t make much sense." Manufacturer response for 7.5 ett, 7.5 ett (per site reporter). Device retained. Unknown if returned to mfg [manufacturer].